Event description:
It was reported via user facility report "pt admitted to hosp for removal of septic left total knee. Pt has had persistent drinage, redness, swelling and pain in left knee despite antibiotic treatment. In 04 pt had incision and drianage and culture of left total knee. Culture growth showed methicilin resistant staph aureus and peptostreptococcus magnus."